Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a patient presented with diffuse lamellar keratitis (dlk) in the left eye one day post laser treatment. The patient was prescribed a topical steroid. The patient was seen in follow up and the symptoms have resolved.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior and after the date of treatment. The logfile shows no relevant warning or error. The energy stayed stable in their ranges during the complete day. No problem with the system can be identified by reviewing the logfile. There is no indication a device malfunction or inappropriate labeling caused or contributed to the reported event. The root cause cannot be determined conclusively. (B)(4).